Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) that there was an issue with the display. It is currently unknown if there was a patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected information: sections b5, e1, h6.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) that there was an issue with the display. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval, return to manufacture date), e1(site country, event site state - nt), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes and investigation conclusions), h10. A getinge field service engineer (fse) inspected the machine. But can¿t reproduce the problem, pending for repair. Replaced a video generator board, service mode test passed. Functional check, return machine to customer. Patient involvement was there, no patient harm was reported. The nrc performed visual inspection of this part received and part looks to be in good condition. Installed the pcba video generator into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The nrc verified the failure of display not working. The pcba, video generator failed testing. Sending the board to the supplier for failure analysis as per procedure number 0002-07-d008 rev aj. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The supplier found that fct failed due to a touch screen error. The supplier replaced u41 then retested fct and ict tests passed. Please see attached document for investigation received from the supplier. The failure analysis and testing dept. Installed video gen. Board into the cardiosave test fixture and tested the board to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual. The board passed testing. Retaining the board in the fat per procedure number 0002-07-d008 rev. Aq. "The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.